Event description:
It was reported to philips that the unit had a battery problem. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. It was recommended to replace the battery assembly.

Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
H10: the service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the battery to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.